Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to complications from a cerebral hemorrhage. The pt's international normalized ratio (inr) was 2.4 at the time of the event. It was reported that the pt also had a driveline infection.

Manufacturer narrative:
Additional information based on the information available to the manufacturer, a correlation to the device could not conclusively be determined. The product was not returned to the manufacturer for analysis. However stroke and infection are listed in the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The pump will not be returning to the MFR for analysis as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information provided indicated that the patient expired on (B)(6), 2013 after ventricular tachycardia (vtach) arrest and over 30 minutes of advanced cardiovascular life support (acls). After review of the patient¿s record, it was noted that the patient did not expire due to cerebral hemorrhage. It was also noted that the event was not pump related and that the pump functioned as intended.